Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported the patient had constipation, diarrhea, and pain. It was noted the patient had soreness at the incision site. The patient noted the healthcare professional (hcp) gave her a prescription for a urinary tract infection. The patient also stated that they had a pain at the incision site and was sore from the procedure. Additional information from the patient on (B)(6) reported she had been constipated thought out the evaluation. It was noted patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.